Event description:
Complainant alleged that medics responded to a call for pt with decreased consciousness, hypothermia, no obtainable blood pressure and carotid pulse of 36 bpm. The device was attached to the pt via electrode pads placed anterior posterior and ECG monitoring leads placed on extremities. While the pt was being transported the device then displayed excessive artifact that affected ability to establish electrical capture of the pt's heart rhythm. Complainant indicated that the receiving medical center attached another device to continue treating the pt using the same electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.